Manufacturer narrative:
Reporting address line 2: (B)(6). Reporting institution phone #: (B)(6).

Event description:
It was reported to philips that the device had an unexpected shutdown during treatment of a patient. Following the initial call, additional information was not provided and it is unknown if the device was evaluated as no further information was made available. No ECG monitoring strips or case event files were provided to philips for review. The power supply was determined by the customer biomed to be faulty, and the therapy capacitor was replaced by the customer biomedical department to return the device to working condition. As multiple components were needed to resolve the noted failure, a definitive cause for the issue could not be determined as no evaluation was completed. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.